Event description:
The unit (hpu) is used for emergency gi bleed situations. It is hosp's experience that this piece of equipment needs to be in optional functioning capacity for these emergency situations. This is not the case with this particular unit. Hosp finds that hpu is not consistently working and therefore is not dependable in emergency situations. It has the potential harm to the pt (causing undue bleeding) by delaying the exam while trying to get the hpu to work. Hpu was purchased in 9/87. Hosp cares for hpu very well following MFR's guidelines. The average use for hpu is two times a month. Since 1987 hosp has had difficulties with hpu especially the pump mechanism. The hpu has been sent in on numerous occasions to the MFR to troubleshoot/repair it. The hpu has had two pumps replaced (approx every 3 years). When returned from the MFR it does not function any better than prior to the repair. Hosp's prime concern is that it have a reliable hpu to provide safe and optional pt care.